Event description:
The customer reported the evis exera iii bronchovideoscope was being prepared prior to procedure and the device relayed no image. The customer reported the device also showed a non-compatible scope error (e315) and a scope communication error (b30). No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, an unsupported scope error (e315) occurred and the device relayed no image: the reported issue was confirmed. Device examination showed the following additional issues: the insertion tube was wrinkled and deformed; the biopsy channel was buckled; the connector parts were corroded; the body control unit was corroded with no leak path found; and the distal end had foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, fluid invaded the scope connector during user handling causing the electrical components to be damaged and the error massage was displayed. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system : inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.